Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, lens had notches on the back of them. There are three medical reports associated with same event. This file is 2 of 3. Additional information was requested, but no further information was available.